Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus that was larger than the customer intended due to being unaware of being able to adjust the bolus value for the customer's insulin needs. Blood glucose was 67 mg/dl, and the customer consumed carbohydrates. Tandem technical support educated the customer on the bolus features of the pump.